Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over on pyxis. A technical support specialist dialed into the server, opened ssms (sql server management studio), ran a server down query and cce (carefusion coordination engine) messages available for processing. The tss referred to a knowledge article and followed the steps. There were no notices on health sight viewer for medical center. The patient was verified to be showing in the server, with the sample patient admitted on (B)(6) 2025. The area and nursing unit configurations for the unit were verified. The tss dialed into the station and found the patient appeared on the station (ovm4bn). The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not crossing over to pyxis. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.